Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v120752, implanted: (B)(6) 2008, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported the patient had the implantable neurostimulator (ins) and lead removed but a portion of the lead remained implanted. The patient had claimed the system was removed because it was not working and they had requested the explant.

Event description:
Additional information was received from a patient. It was reported the implant had not worked for them and when they had gone for a MRI they had been turned down due to the lead fragment that was not explanted. The patient did not known the exact date they had been explanted.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.